Event description:
It was reported that (5) devices were used during a laparoscopic nissen. It was reported by the affiliate that the first 3 knots, using the sw100, were ok. There was difficulty in loading the following cartridges sw112. Then 2 pieces of metal from the instrument fell into the abdominal cavity in were retrieved by the surgeon. They used extra corporal knots to complete the case.